Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high amplitude noise stored as an atrial fibrillation (af) episode due to a suspected conductor fracture. Device data was sent to rhythmcare for review. Data review determined the noise is consistent with the cause being mechanical and provided troubleshooting options. X-rays were completed with no confirmation of lead impairment. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high amplitude noise stored as an atrial fibrillation (af) episode due to a suspected conductor fracture. Device data was sent to rhythmcare for review. Data review determined the noise is consistent with the cause being mechanical and provided troubleshooting options. X-rays were completed with no confirmation of lead impairment. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 60 millimeters from the terminal end. Visual examination identified bubbles next to the sense b node in the electrode body. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.